Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Pump received with broken belt clip slot and minor scratched lcd window. (B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer was not able to get to alarm history. There were no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.